Event description:
The customer reported that during a thoracic lobectomy, the device became sticky. The jaws were pulled off of tissue, resulting in oozing of less than 200cc. There was no tissue damage or pt injury.

Manufacturer narrative:
(B)(4). (B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.